Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as fold flaw opening and missing shell assessed as inconclusive. Additional observations: crease fold is observed. Wear abrasion is observed. Stress marks are observed assessed as non-penetrating nick. Yellow encapsulation is observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.